Event description:
Customer called to report the controls are out of range on the aia-900. Customer states she performed the decontamination last week and made up all new reagents. Customer reports she recalibrated and results were in range for a few days and now they are all out again. Customer is requesting service. Customer is t&m and will have a po. Last pm was 7/2020. Customer runs cat a assays.

Manufacturer narrative:
Field service engineer was able to confirm and reproduce the qc out of range.inspection of the equipment found leaking wash syringe seal, which was replaced. Verified syringe operation and ran customer prepared qc controls. Results were within range. Instrument is operating as expected. Returned instrument return to customer use.